Event description:
It was reported that the patient was admitted to a hospital at 8:30am on (B)(6) 2012 with a diagnosis of diabetic ketoacidosis. The reporter stated that the patient blood glucose (bg) was 519mg/dl upon admission and the patient was successfully treated with intravenous insulin. On (B)(6) 2012, the day of the call to animas, the reporter stated that the patient re-initiated pump therapy and received an occlusion alarm during a bolus attempt. It was reported that the infusion set was not changed prior to hospitalization and the patient was advised to replace the set. The reporter reviewed the pump with customer technical support and found that the basal delivery on (B)(6) 2012 was 0.4 units between midnight and 8:30am (time of suspension of pump therapy). There were no other suspensions in the history. Total basal daily delivery was programmed for 17.2 units per day. This complaint is being reported due to the allegation that the pump did not deliver basal insulin as programmed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.